Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump was malfunctioning. There was no allegation of a blood glucose excursion. No other information is provided this complaint is being reported as it is unknown if the alleged malfunction affects insulin delivery.